Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had sacral bleeding and as a prophylactic measure the patient was heparinized for 4 hours. There was also a speed drop of 600 rpm. There were a few power cable disconnects, and the speed drop was the result of a pi event. The pump appeared to be operating as intended.

Manufacturer narrative:
This event occurred at (B)(6) hospital (B)(6) brazil. Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. Additionally, analysis of the submitted log files confirmed speed drops of 600 rpm due to pulsatility index (pi) events. A specific cause for the captured pi events and their frequency could not be determined through this evaluation. The submitted controller event log file contained approximately 14 days of data from 30sep2020 through 14oct2020. Of note, the log file captured 29 pi events and the reported speed drop of 600 rpm occurred during pi events. All pi events will cause the pump speed to drop to the low speed limit, which is set to 4800 rpm, 600 rpm below the stored patient speed of 5400 rpm. No other atypical alarms or events were captured. The pump operated as intended at the set speed throughout the submitted log files. The account reported that the patient had sacral bleeding and, as a prophylactic measure, was heparinized for 4 hours. The account also reported a speed drop of 600 rpm. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The IFU also provides an explanation of each of the pump parameters (including pulsatility index), addresses pi events as well as potential causes, and explains how to determine the optimal fixed speed and low speed limit for the patient. This document additionally states that there are no audible alarms with a pi event. The implant kit was shipped with heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. F. This IFU lists bleeding (perioperative or late) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2019. No further information was provided. The manufacturer is closing the file on this event.